Event description:
It was reported the camera head had an unknown issue. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus and irregularities with the device was confirmed. The device evaluation found a flickering image due to faulty cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.